Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had critical pump error and subsequently stopped working . Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and pump error 35 alarm due to moisture damage on the force sensor. The device was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. The insulin pump had moisture damage found on the electronic assembly and motor during visual inspection.